Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had trouble setting up the insulin pump and state they received the wrong pump. However the customer did receive the correct insulin pump and was assisted in setting it up. Troubleshooting was not performed for the insulin pump. The product was not returned for analysis.